Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage on the bipolar yaw pulley. The instrument passed electrical continuity and energy delivery tests.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted a spark when the maryland bipolar forceps (mbf) instrument touched the monopolar curved scissors (mcs) instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the mbf instrument was inspected prior to use and no damage was noted. The surgeon noted a spark when the tip of the mbf instrument touched the tip of the mcs instrument. It was a user error. There was no patient harm. The surgeon completed the procedure robotically using the same instruments.